Event description:
Completed using same device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no display was not confirmed. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no display. The issue occurred after the unspecified procedure during other events. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.